Manufacturer narrative:
The reported complaint of autopulse platform (serial # (B)(4) displaying user advisory - ua17 (max motor on time exceeded during active operation) error message was confirmed during functional test and archive review. The investigation findings revealed that the root cause of the reported issue was due to a defective load cell module 2 as a result of an aging component. The autopulse platform was manufactured in august 2010 and has been operating for over 8 years, exceeding its service life of 5 years. No physical damage was observed on the returned autopulse platform during visual inspection. During archive data review, user advisory - ua02 (compression tracking error) and ua18 (max take-up revolution exceeded) were observed on the event date. These user advisories message were unrelated to the reported ua17 and were likely due to a motor drive train brake gap being out of specification. According to zoll service records, the returned autopulse platform has no records of preventive maintenance (pm) in which caused the brake gap to misaligned. To remedy these issues, the drive train brake gap was readjusted to device's manufacturing specification. Initial functional testing of the autopulse platform could not be performed due to user advisory - ua17 (max motor on time exceeded during active operation). To remedy the issue, load cell module 2 was replaced. During re-evaluation, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed a "system error, out of service, revert to manual CPR". Customer was unable to clear the error message. No patient involvement.